Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt reported hearing the pump sounding "funny" and the speed decrease/increase in his chest when auscultating with and without a stethoscope. On download of the device several speed drops to 9000 and 8700 rpms were reported. Also, there was a kink/dent in the external driveline noted from the x-ray as well as by visual inspection and palpation of the driveline. The pt reported that he had exchanged his sys controller while at home without resolution and that the pump sounding "funny" had gone on for a week. The pt's log file was reviewed by the MFR's technical svc rep and the log file contained no abnormal alarms or events. The low setting was at 8600 rpms so the reported speed drops down to 8700 rpms would not be abnormal during a normal pi event. The physician that they admitted the pt into the hospital due to concerns related to a driveline failure, and upgraded the pt to a 1a status for a heart transplant while they waited for the driveline to be repaired. The MFR's clinical specialist met with the physician the following day to inspect the driveline in question. X-rays were reviewed, which showed a darkened area approx 6" from the metal end that connects to the sys controller. Rescue tape had been applied over the area the previous day, as there was a small tear in the silicone covering. The rescue tape was removed and a small tear was confirmed. The clinical specialist was able to manipulate the driveline and feel an area that was crimped, but there was no visible broken wires. On the pt history screen, there were no alarms and the pt denied having any alarms at home. There were no power elevations or any abnormal fluctuations. The clinical specialist explained/reinforced how the pump responds with the pi events, the pump would not have to ramp up to 1000 rpms to the set speed. The clinical specialist also reapplied the rescue tape. The MFR received additional info a few weeks later that the pt was downgraded from 1a status on the transplant list. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.